Event description:
Dr (B)(6) reported that a female patient was injected a month ago. The patient then went to (B)(6). When she returned, she was red hot and swollen. Another medical facility (name not provided) gave her a kenalog injection and antibiotics. Dr (B)(6) initiated steroids and antibiotics (name of drug, dose, duration and route not provided). The area injected were hard.

Manufacturer narrative:
Further information regarding this event was requested from dr (B)(6), including lot number and patient recovery status. No further information has been received.